Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl. The sensor glucose was 40 mg/dl. At the time of the incident. Customer stated that insulin delivery was suspended due to large difference between sensor and blood glucose level values. The sensor will be returned for analysis.